Event description:
The customer reported an intermittent issue with black monitors. The system would not be able to display the live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.